Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to a damaged battery used with the device. It is unknown how the damage occurred. New batteries were installed and the device was recertified. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.